Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a 777f8 had unstable blood temperature values. Temperatures would jump from 97 to 107, then fluctuate until the reading was lost. Error message, "check thermal filament," was displayed. Nurse was able to regain signal after slightly repositioning the swan and flushing the pa port, but signal was lost again. Chest xray showed proper swan positioning and had correct values while patient was in the operating room. Swan was removed and replaced with a flotrac for co/ci monitoring. There was no patient injuries.

Manufacturer narrative:
A product evaluation was completed on the returned 777f8. The reported issue of temperature issue was confirmed. After connecting catheter to lab hemosphere monitor, temperature reading was unstable and disappeared from the monitor intermittently. When running cco, error code "fault: co - blood temp out of range" was displayed on hemosphere monitor and the monitor stopped cco monitoring. Short condition was found in thermistor connector. Cut down was performed on the thermistor connector. Insulation of the leadwire from rt pin was damaged and created short condition between rt and rs pins. Thermal filament circuit was continuous, there were no open or intermittent conditions. Error in tc value was observed from eeprom. Resistance value of thermal filament circuit was in specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from returned syringe or catheter body. According to preliminary investigation, it can be concluded that this nonconformance could be related to the manufacturing process. Procedures are established to provide good practices and step by step guidelines for the operators to follow during the soldering and verification process. As part of this assessment, all the procedures applicable to the manufacturing process were reviewed and confirmed to have clear and understandable instructions related to this nonconformance. Regardless, a manufacturing personnel was notifed about the complaint. As part of the manufacturing process, 100% of catheters undergo an eeprom connector inspection. A secondary evaluation was completed to investigate the tc value error. Per the investigation, the tc error value, found by the laboratory, is attributed to differences in the values of the thermal coefficient of resistance (tcr) of the eeprom reader program and the tcr values of the units. The tcr value of the units was included in the procedure and programmed into the system. Lot number was previously unknown, but later identified from the eeprom data with the returned product. Lot number is 65635189. A device history record review was completed and documented that device met all specifications upon distribution.